Event description:
It was reported that the user¿s ilet system displayed pairing with the sensor, prompted for connected cgm or enter bg for bg run mode, and after rescanning in the ilet mobile app the device entered sensor warmup, consistent with intermittent communication failure involving the antenna component and electrical/magnetic elements. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure traced to the antenna component within the electrical/magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.